Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified distal tip damage. A visual and tactile examination of the hypotube found a hypotube kink located 24.7cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 28x3.50, eccentric, de novo target lesion with a bend of >=90 degrees was located in the non-tortuous and non-calcified mid left anterior descending artery. Following pre-dilatation with a maverick balloon catheter, a 3.50x38 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and a significant bend was noted on the stent. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 28x3.50, eccentric, de novo target lesion with a bend of >=90 degrees was located in the non-tortuous and non-calcified mid left anterior descending artery. Following pre-dilatation with a maverick balloon catheter, a 3.50x38 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and a significant bend was noted on the stent. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.